Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that the physician intended to use the paramount mini to treat a lesion. The physician used a guiding catheter to cross the lesion and loaded the paramount mini through the guiding catheter. When the stent was in position the guiding catheter was retracted and the stent was deployed. After deployment the balloon was deflated but the physician was not able to retract the stent catheter. The physician had to remove the stent catheter, guiding catheter and guidewire as one. There is no reported patient injury. Evaluation summary: the paramount mini catheter was received for evaluation without the stent (deployed) and with a label from a 6fr guiding catheter (not sheath) and with a 5fr guiding catheter (used but not referenced in the complaint description). The 6fr guiding catheter label indicates the i.d. Is 0.070. The paramount mini catheter exhibited a longitudinal compression (bunching) of the balloon material at the proximal end of the balloon chamber. Damage of this nature is consistent with trying to pull a partially deflated balloon through a guide sheath. The catheter was attached to a water-loaded syringe and low-pressure inflated to flush residual contrast media. The catheter was then subjected to vacuum and the balloon chamber was fully emptied. The catheter was able to pass through a 0.066 5fr gage (verified with gage pins).